Event description:
My breast implants were making me very ill. I had breast implant illness because of the implant. The list is so long of the symptoms I had. I had a large file of the many times I had seen a dr or went to hospital, and finally I had my implants removed 6 weeks ago. I am finally able to breathe and my hair isn't falling out as much. I can finally get through the day, the fatigue before was so bad. I had red eyes, blurry vision, hair loss, skin rashes, autoimmune disease. Adrenal problems, hormone inbalance, chest pain, left shoulder pain; blood sugar problems, skeletal pain, limbs going numb, hand pain and numbness; meningitis 4 years ago because of my low immune system. Constant colds and bronchitis, brain fog, memory problems, and urinary problems. Women need to be informed of the health risks of implants. Breast implant illness is real. We need to be told and given more info than we are. When our implants are removed, we see a huge change in our health. Symptoms subside and we regain much of our health sometimes. Not all of it, but I did notice huge changes I'm hoping that I'll see more. I would have never gotten implants had I known I would suffer like this for years before anyone would help me. It's horrible and sad. Nobody should go through what I went through. My insurance even covered me to have the explant because they deemed it medically necessary that mine had to come out for my health. Not everyone is as lucky. The costs in which we are left with. The financial burdens. The FDA has to do better. We deserve better. There is too much info on the internet now. Support groups with thousands of very ill women who have all the symptoms I had. You can't deny these women are sick, very sick because toxic implants inside their bodies. I hope I'm heard. I just want change and we want it now.